Event description:
Pt presented with complaints of pain of the right knee with effusion and recurrent dislocation of the patella. Original total knee replacement was performed during 1989. Pt subsequently underwent repair of the right patella during 1990. A total knee revision was also performed during 1992. During this hospitalization, the pt's femoral component and tibial plate and articular surface were removed and revised.